Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow up visit, it was not possible to interrogate the device and an electrocardiogram (ECG) indicated no pacing signal. Premature battery depletion was suspected. The device remains in use. No patient complications have been reported as a result of this event.